Event description:
Pre-sacral approach to l5s1 interbody fusion after harvest left icbg. Exposure had been performed easily. The 30 degree working tube was a good fit on the anterior sacrum and was held in place with the pin from the trans1 system instrumentation. It was driven in place with a standard k-wire driver and c-arm visual control. The discectomy, bone grafting, and instrumentation with trans1 3d axial rod, 50mm, 10x11, ref (B)(4), lot 043124908c and axialif universal plug, ref (B)(4), lot 043930510 were all easily accomplished with the impression of excellent fixation and documented perfect placement with c-arm. On attempting to the remove the trans1 pin with k-wire driver, the pin sheared off. The removed portion of the pin was very sharp. Inspection with the c-arm in the pelvic inlet projection suggested 2 to 3 mm of pin outside the sacral bone. Vascular surgeon came into operating room and looked at the images and agreed the bifurcation was far superior to the pin entry site and vascular injury was not a concern and not an indication to remove the broken pin. Formal intra-operative consult with general surgery had concerns with proximity to rectum and agreed exposure to remove would be difficult. Recommended completion of the case with adding posterior pedicle screws and then CT scan sacrum after operating room. CT scan showed the pin was at most 2mm prominent if that much. The fat pad between the exposed sheared sharp pin tip was greater than 2 cm. The general surgeon recommended that the minimally exposed failed pin was not a risk to the pt and removal was not indicated.